Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal removed/broken and the device was observed to be in used condition with no physical cracks. A review of the event history log identified several alarms related to the reported failure, motor rate error. During functional testing, motor rate error occurred, and the display backlight was not functioning. The reported problems were duplicated. The root cause was due to a worn out motor and display. The wear was regarded as normal since the pump was over 15 years old at the time of investigation. UDI and 510k are unknown. No information provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that motor rate error occurred and the display was dim. No patient injury was reported.